Manufacturer narrative:
(B)(4). 1627487-2015-12192011-003-r. This ipg serial number was included in field advisories. (B)(4).

Event description:
It was reported the patient is no longer receiving effective stimulation and is unable to communicate with external devices. The patient last charged her ipg in may. The sjm representative confirmed the issue. Surgical intervention may be pending to address this issue.